Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error and unexpected restart alarm from the insulin pump. The customer's blood glucose was 280 mg/dl. The customer stated that the pump is beat up and there is an unexpected restart alarm. The customer stated that the crack is next to the screen. The customer stated that the buttons do not respond on the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. Unable to verify a21 alarm due to no button response also, unable to perform a21 error test due to no button response. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip and cracked belt clip slot.